Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 4 - ventricular nst (non-sustained tachycardia) <=210 ms average v-cycle between (B)(6) 2010 06:44:19 and (B)(6) 2010 11:20:40.

Event description:
It was reported that during the last follow-up noise was observed on ventricular sensed events but all measurement were "normal" and the noise could be reproduced by manipulating the pocket. It was also reported that there were non sustained episodes with oversensing on the right ventricular (rv) pace/sense portion of the lead. Further, it was reported that on fluoroscopy the pin of the right ventricular (rv) pace/sense was not advanced in the header of the device. It was reported that the lead integrity was intact, and that the issue was with the setscrew. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.